Manufacturer narrative:
Concomitant medical products: cook fusion omni-tome sphincterotome, fs-omni, cook fusion wire guide locking device, fs-wl-o-s. Investigation evaluation: a product evaluation was not performed in response to this report because the products said to be involved were not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all acrobat 2 calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used two (2) cook acrobat 2 calibrated tip wire guides. Wire guide [access] was lost, as exchanging [the accessory device] pulled the wire guide straight from the ampulla. This happened on two (2) occasions with new products.